Event description:
The sales rep reports that a liner labeled 54mm is actually a 52mm liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The sales rep reports that a liner labeled 54mm is actually a 52mm liner. Examination of the returned product confirms the observation. The root cause is attributed to a manufacturing process error. Hold order (B)(4) was established and a health hazard evaluation performed, (B)(4). The hhe resulted in a (B)(4) 2012 voluntary recall of the affected product by depuy orthopedics, (B)(4). CAPA (B)(4) was initiated to determine the root cause for the process error and establish corrective actions as necessary. Please see these files for additional information. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.